Event description:
It was reported "there was propofol oozing out of the patient's subclavian line, pooling under the dressing. When flushing the port, saline and blood oozed out of the insertion site. Propofol had been infusing on the proximal port, the medial port was blocked, and the distal port appeared to be functioning normally. I could aspirate blood normally off both the proximal and distal ports. However patient had been quite restless and agitated over previous days shifting in bed frequently and pulling at lines." No medical intervention required. No patient harm or injury required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." A device history record review could not be performed as no lot number was provided and a potential lot could not be identified from a sales history review. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "there was propofol oozing out of the patient's subclavian line, pooling under the dressing. When flushing the port, saline and blood oozed out of the insertion site. Propofol had been infusing on the proximal port, the medial port was blocked, and the distal port appeared to be functioning normally. I could aspirate blood normally off both the proximal and distal ports. However patient had been quite restless and agitated over previous days shifting in bed frequently and pulling at lines." No medical intervention required. No patient harm or injury required. The patient's current condition is reported as "fine".